Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s high blood glucose level was 438 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer reports the infusion set cannula was bent. The device will not be returned for analysis.